Event description:
It was reported that this system exhibited increased shock impedance measurements that were still within range at 90 ohms. Additionally, noise was observed on the right ventricular (rv) channel with some functional non-capture. A boston scientific technical services consultant noted review of the trended data did not identify any unusual spikes in shock impedance measurements. The associated atrial lead has been exhibiting chronic noise resembling artifact caused by an insulation breach. The noise was reproduced in clinic; however, no electrogram (egm) was stored. Atrial sensing was reprogrammed which resulted in a short period of noise reduction. The patient's following physician has been monitoring the lead since the noise was initially identified ten years ago. A boston scientific technical services consultant documented and discussed the reported clinical observations. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.